Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl; cause was unknown. Customer changed supplies to address bg. Customer was treated in ER with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. Recommendation was made to consult with a healthcare provider regarding diabetes management.